Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period dec-2020 to nov-2021 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint#: (B)(4).

Event description:
N/a.

Event description:
It was reported that after 29 days of intra-aortic balloon (iab) therapy, the console generated an iab catheter restriction alarm every 30-45 minutes over a couple of hours. The insertion was reported to be axillary, which is not the method described in the device instructions for use. Proper checking of the iab and resuming therapy was reviewed with the customer. Probable locations of a kink in the iab were also reviewed. The customer was advised on quick recovery of the catheter when the kink is relieved by maintaining a proper position and they agreed of the positional nature of the alarm. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device will not be returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).